Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 1.5, 14.5, 15.5, 16.0, 46.0, and 52.5 cm from the hub, and kinked repeatedly (accordion) from approximately 114.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned device revealed it was kinked repeatedly near the distal tip. This damage likely occurred due to forceful advancement of the ace 68 against resistance. The damage observed on the ace 68 distal shaft likely contributed to the resistance felt by the physician during retraction. Further evaluation revealed the ace 68 was kinked in multiple locations along its length. This damage was likely incidental, and may have occurred due to improper handling during packaging the device for return. The non-penumbra sheath and stent retriever mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace 68). During the procedure, the physician advanced the ace 68 through a non-penumbra sheath, and then engaged the thrombus using the ace 68 and a stent retriever. However, the physician experienced resistance while retracting the stent retriever into the ace 68, and upon removing the ace 68 with the stent retriever, the physician noticed that the ace 68 accordioned at the distal flexible zone. Therefore, the physician completed the procedure using a new ace 68 and the same non-penumbra sheath. In addition, the physician reported that the patient had tortuous anatomy and that the thrombus was difficult to engage. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Corrected narrative: the patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace 68). During the procedure, the physician advanced the ace 68 through a non-penumbra sheath, and then engaged the thrombus using the ace 68 and a stent retriever. However, the physician experienced resistance while retracting the stent retriever into the ace 68, and upon removing the ace 68 with the stent retriever, the physician noticed that the ace 68 accordioned at the distal flexible zone. Therefore, the physician completed the procedure using a new penumbra system ace 64 reperfusion catheter (ace 64) and the same non-penumbra sheath. In addition, the physician reported that the patient had tortuous anatomy and that the thrombus was difficult to engage. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace 68). During the procedure, the physician advanced the ace 68 through a non-penumbra sheath, and then engaged the thrombus using the ace 68 and a stent retriever. However, the physician experienced resistance while retracting the stent retriever into the ace 68, and upon removing the ace 68 with the stent retriever, the physician noticed that the ace 68 accordioned at the distal flexible zone. Therefore, the physician completed the procedure using a new penumbra system ace 64 reperfusion catheter (ace 64) and the same non-penumbra sheath. In addition, the physician reported that the patient had tortuous anatomy and that the thrombus was difficult to engage. There was no report of an adverse effect to the patient.